Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during servicing it was noted that the head's cable was damaged and it was replaced. Analysis further noted that its case screws were loose due to its lower case being broken and that its label was missing. Both the lower case and the label were replaced. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during analysis. There was no patient involvement.